Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32225, 3006705815-2020-32226. It was reported the patient underwent surgical intervention on (B)(6) 2020 wherein the entire scs system was explanted due to ineffective therapy.